Event description:
Rptr just noticed an article on the FDA sending a warning letter to the markers of onetouch ultra about failure to report and properly investigate claims that its products did not accurately measure blood glucose levels. This was quite a shock to rptr as in 2004, having been recently diagnosed as a diabetic, rptr brought onetouch ultra into doctors office to make sure it was "calibrated". To do this, you take your blood sugar reading at the same time as the doctor draws blood to do lab glucose tests. The reading on rptr's onetouch ultra was 105. When rptr got my lab results back, the reading was 132. Immediately called johnson and johnson and explained situateion to them. Rptr was told, point blank, that much differential was an acceptable margin of error for the device. Rptr thought that very odd - that a 21% margin of error was acceptable- but they assured rptr over the phone that this was indeed true. Needless to say, rptr has been very skeptical of these devices ever since and any reading they take with it they do so "with a grain of salt".